Event description:
The iabp was reinitiated after bypass surgery, the "leak" alarm sounded from the pump. The console was changed out without success and, subsequently, the iab was removed and a second was inserted. The pt was transfered to sicu in stable condition. Co also rec'd the mandatory medwatch form on 3/3/97 from the distributor; 2026191-1997-0012. Event complication: none from the event, reported 3/3/97. Pt's current status: stable, reported 3/3/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.